Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("excessive and abnormal bleeding during menstruation"), abdominal pain ("abdominal pain"), back pain ("lower back pain"), fatigue ("fatigue"), migraine ("migraines") and anxiety ("anxiety"). The patient was treated with surgery (on or about (B)(6) 2017, she underwent a total hysterectomy). At the time of the report, the pelvic pain, menorrhagia, abdominal pain, back pain, fatigue, migraine and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, fatigue, menorrhagia, migraine and pelvic pain to be related to essure. Diagnostic results: on (B)(6) 2013, hysterosalpingogram (hsg) test showed confirmed satisfactory placement of both essure coils and full occlusion of both tubes. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("embedded into my fat underneath the bowel"), pelvic pain ("chronic pelvic pain") and genital haemorrhage ("abnormal bleeding (general)") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included oral contraceptive nos for pain nos. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menorrhagia ("excessive and abnormal bleeding during menstruation"), abdominal pain ("abdominal pain"), back pain ("lower back pain"), the first episode of fatigue ("fatigue"), migraine ("migraines"), anxiety ("anxiety"), hormone level abnormal ("hormonal changes"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), the second episode of fatigue ("fatigue"), vaginal discharge ("vaginal discharge"), discomfort ("pain: general discomfort"), tenderness ("pain: tenderness") and vulvovaginal discomfort ("pain: vaginal discomfort"). The patient was treated with surgery (hysterectomy (partial)/ (coils removed. Essure treatment was not changed. At the time of the report, the embedded device, pelvic pain, genital haemorrhage, menorrhagia, abdominal pain, back pain, migraine, anxiety, hormone level abnormal, female sexual dysfunction, bladder disorder, urinary tract disorder, headache, dysmenorrhoea, the last episode of fatigue, vaginal discharge, discomfort, tenderness and vulvovaginal discomfort outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, bladder disorder, discomfort, dysmenorrhoea, embedded device, female sexual dysfunction, genital haemorrhage, headache, hormone level abnormal, menorrhagia, migraine, pelvic pain, tenderness, urinary tract disorder, vaginal discharge, vulvovaginal discomfort, the first episode of fatigue and the second episode of fatigue to be related to essure. The reporter commented: first coil removed in march 2017, anticipated or scheduled date to remove second coil : 10-nov-2018 three coils were left inside the intrauterine cavity on each ostium. The patient tolerated the procedure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 19-apr-2013: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 27-feb-2018: the reporter information was updated. This case concerns adult patient. Patient demographic was updated. Lab data was amended. Essure indication was amended. Essure was ongoing hat the time of the report. Concomitant medication was added. Events: embedded into my fat underneath the bowel, abnormal bleeding (general), hormonal changes, apareunia (inability to have sexual intercourse), bladder or urinary problems or changes, migraines, headaches, dysmenorrhea (cramping), fatigue, vaginal discharge, pain: general discomfort, pain: tenderness and pain: vaginal discomfort. On 27-feb-2018: fu 1+2 processed together, reporter added , lab data added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("embedded into my fat underneath the bowel"), pelvic pain ("chronic pelvic pain") and genital haemorrhage ("abnormal bleeding (general)") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included oral contraceptive nos for pain as well as cyclobenzaprine hydrochloride (flexeril), gabapentin and vicodin (lortab). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain") and back pain ("lower back pain"). In (B)(6) 2016, the patient experienced migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), vaginal discharge ("vaginal discharge"), dyspareunia ("dyspareunia") and alopecia ("hair loss"). In (B)(6) 2016, the patient experienced menorrhagia ("excessive and abnormal bleeding during menstruation") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), anxiety ("anxiety"), hormone level abnormal ("hormonal changes"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), discomfort ("pain: general discomfort"), tenderness ("pain: tenderness"), vulvovaginal discomfort ("pain: vaginal discomfort") and abdominal pain lower ("cramping"). The patient was treated with surgery (hysterectomy (partial)/ (coils removed)) and surgery (hysterectomy (partial)/ (coils removed)). Essure treatment was not changed. At the time of the report, the device dislocation, pelvic pain, menorrhagia, abdominal pain, back pain, migraine, anxiety, hormone level abnormal, female sexual dysfunction, bladder disorder, urinary tract disorder, headache, fatigue, discomfort, tenderness and vulvovaginal discomfort outcome was unknown and the genital haemorrhage, dysmenorrhoea and vaginal discharge had resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, anxiety, back pain, bladder disorder, device dislocation, discomfort, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, hormone level abnormal, menorrhagia, migraine, pelvic pain, tenderness, urinary tract disorder, vaginal discharge, vaginal haemorrhage and vulvovaginal discomfort to be related to essure. The reporter commented: first coil removed in (B)(6) 2017, anticipated or scheduled date to remove second coil : (B)(6) 2018. Three coils were left inside the intrauterine. Cavity on each ostium. The patient tolerated the procedure . Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion . Most recent follow-up information incorporated above includes: on 29-jun-2018: plaintiff fact sheet- all relevant medical history condition, concurrent condition, concomitant medication and events vaginal hemorrhage, dyspareunia, alopecia, abdominal pain lower were added. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('embedded into my fat underneath the bowel'), pelvic pain ('chronic pelvic pain') and genital haemorrhage ('abnormal bleeding (general)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included oral contraceptive nos for pain as well as gabapentin. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain") and back pain ("lower back pain"). In (B)(6) 2016, the patient experienced migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), vaginal discharge ("vaginal discharge"), dyspareunia ("dyspareunia") and alopecia ("hair loss"). In (B)(6) 2016, the patient experienced heavy menstrual bleeding ("excessive and abnormal bleeding during menstruation") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), anxiety ("anxiety"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), discomfort ("pain: general discomfort"), tenderness ("pain: tenderness"), vulvovaginal discomfort ("pain: vaginal discomfort") and abdominal pain lower ("cramping") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (hysterectomy (partial)/ (coils removed)). Essure treatment was not changed. At the time of the report, the device dislocation, pelvic pain, heavy menstrual bleeding, abdominal pain, back pain, migraine, anxiety, hormone level abnormal, female sexual dysfunction, bladder disorder, urinary tract disorder, headache, fatigue, discomfort, tenderness and vulvovaginal discomfort outcome was unknown and the genital haemorrhage, dysmenorrhoea and vaginal discharge had resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, anxiety, back pain, bladder disorder, device dislocation, discomfort, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, heavy menstrual bleeding, hormone level abnormal, migraine, pelvic pain, tenderness, urinary tract disorder, vaginal discharge, vaginal haemorrhage and vulvovaginal discomfort to be related to essure. The reporter commented: first coil removed on (B)(6) 2017, anticipated or scheduled date to remove second coil : (B)(6) 2018. Three coils were left inside the intrauterine cavity on each ostium. The patient tolerated the procedure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: results: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-apr-2021: mr received. Reporter's information added. Rcc added. Fu received. No new significant change made in medical context of case. Case made significant due to imdrf hardcheck. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.